Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure the stylet could not be inserted in the lead. A different lead was used and the procedure was completed successfully. The patient condition was stable.